Event description:
The patient contacted animas on (B)(6) 2012 stating that the up arrow keypad button takes several presses to respond. The patient reported a surface scratch on the keypad that did not go through the rubber. The patient reportedly wore the pump attached to a belt. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
(B)(4): a torn keypad at the "up" arrow key was observed during visual inspection; the "up, down, and ok" buttons are intermittent when pressed. Contaminated button contacts were observed during testing.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.